Event description:
Doctor reported that pt in (B)(6) study experienced infection with medication as treatment. Event was resolved without sequelae. Device remains implanted.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on 09/18/2012. The product associated with this report will not be returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Infection is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the event of infection as follows: "infection can occur in the immediate post-operative period or yrs after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."